Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user hematocrit outside of range test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-0 accompanied by symptoms. The customer is concerned with tests results from results obtained of e-0 and symptoms. The customer's expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling tired. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is storage location is undisclosed. The test strip lot manufacturer's expiration date is 04/26/2018 and open vial date is approximately 2 weeks ago. The meter memory was not reviewed for previous test result history. Customer states she feels tired at time and feels it is related to her diabetes. E-0 occurs as soon blood absorbed. Customer refused to seek medical attention at time. Customer states she has been diagnosed in the past with anemia. Unable to reach customer son follow up attempts

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for e-0 accompanied by symptoms. The customer is concerned with tests results from results obtained of e-0 and symptoms. The customer's expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling tired. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is storage location is undisclosed. The test strip lot manufacturer's expiration date is 04/26/2018 and open vial date is approximately 2 weeks ago. The meter memory was not reviewed for previous test result history. Customer states she feels tired at time and feels it is related to her diabetes. E-0 occurs as soon blood absorbed. Customer refused to seek medical attention at time. Customer states she has been diagnosed in the past with anemia. Unable to reach customer son follow up attempts